Manufacturer narrative:
An evaluation of the returned bridge driver (62979) found the detached section which remains entrapped within the set screw of the implanted adjustable bridge is approximately .203" in length. The instrument was manufactured from 465ss (stainless steel) and is certified to astm (B)(4). Additional information provided by the sales rep revealed the scrub tech inadvertently attached the 100 in-lb torque wrench (62957) to the adjustable driver (62979) assembly. The bridge driver (62979) is design to be used in conjunction with the 40 in-lbs torque wrench (62943) which delivers the proper amount of torque to the set screws within the zodiac adjustable bridge. Once 40 in-lbs of torque is achieved an audible click will be heard indicating the screws are properly seated and no additional torque can delivered. (B)(4); adjustable bridge driver verification testing found that an average of 90 in-lbs of torque was required to reproduce this type of failure. The test established when the instrument is used as intended the tip of the bridge driver will not deform and/or fracture.

Event description:
The tip of the zodiac driver broke off during final tightening. The detached section remains positioned within the set screw of the implanted adjustable bridge.